Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient, the device was unable to power on with battery. The device powered on with ac power with battery installed; however, when the ac power cord was removed, the device inappropriately shut down with the battery installed. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.